Event description:
Per the audiologist, the patients electrode array is migrating and the patient will undergo revision surgery. The patient has not had surgery at the time this report was filed, 2008.

Manufacturer narrative:
This type of event is addressed in the device labeling.